Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that a mantis redux polyaxial screw broke mid shaft following a one level l4/5 fusion surgery.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the device failure is confirmed upon visual inspection of the device. The breakage occurred in the mid portion of the body of the screw, approximately 19mm from the screw-head. The fracture surface is perpendicular to the long axis of the screw body. The fracture takes place over a single rotation of the screw, i.e. The fracture surface follows the spiral threading for one rotation. Functional inspection: not applicable. Conclusive failure based on visual inspection. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the screw breakage (fracture within the bulk of the screw body) was confirmed upon visual inspection. The breakage occurred post-operatively and required a revision surgery. The exact cause of the failure is unknown because the details of the break and the precise patient activity at the time of the failure are unknown. Potential causes for implant failure are indicated in the IFU. The IFU addresses contraindications, conditions of use, patient limitations, implications of implant selection, and adverse effects relevant to post-operative implant failure.

Event description:
It was reported that a mantis redux polyaxial screw broke mid shaft following a one level l4/5 fusion surgery.